Event description:
During a follow-up in clinic, there was a loss of sensing, loss of capture, and decreased pacing lead impedance (pli) noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a cardiac perforation was noted. The lead was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. After cleaning, the helix could be extended. The helix extension length was within specification. A tip stiffness test was performed and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of cardiac perforation, loss of sensing, loss of capture and low lead impedance were not confirmed.